Event description:
Additional information: it was reported the battery "seemed as though it died pretty fast."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the physician was only requesting information about the capacity for each battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's battery had a shorter longevity than expected and was replaced. It was believed to be replaced in (B)(6) 2011. The replacement date was not able to be verified. Further information has been requested. If more information is received, a supplemental report will be sent.